Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step during the load process multiple times. The customer had changed the infusion set tubing and able to complete the fill the tubing. There was no impact to the customer's blood glucose level.